Event description:
Provider states low 02. Per independent repair center statement, the unit has low 02 or yellow light. The key failure was the sieve beds leaking. Additional malfunctions were the pe valves of the sieve beds being contaminated, power switch on the control panel having a short circuit, rubber tube of the manifold being contaminated, regulator to the product tank leaking, tie wraps to the sieve beds defective, muffler to the sound box defective, heat exchanger of the compressor leaking and the hose clamp to the manifold defective.